Event description:
It was reported that the patient experienced nighttime low blood glucose trends, with the caregiver interpreting double-down arrows on the cgm as indicative of impending hypoglycemia and expressing concern that overall glucose levels have been lower, while the agent advised not to treat until below 70 mg/dl to avoid confusing the pump. Symptoms included hypoglycemia. Outcomes included use of oral glucose as treatment and completion of troubleshooting and education. Investigation included review of alarm history for low glucose notifications. Investigation of this case revealed no device malfunction identified and the cause of the lows remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.